Event description:
This a 42 yr old female underwent right mrm in 1989 with immediate reconstruction with saline implant. The identifiers of this device are unknown to this reporting facility as the surgery was performed at another facility. The pt now presents with deflated implant. Gross: nearly empty synthetic sac.